Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that her tubing detached from the quick release. Reportedly, the patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.